Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Outcomes attributed to adverse event: month and year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 15 years post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with an unknown device. The reason for intervention was not reported. No additional adverse patient effects were reported.